Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, the bronchovideoscope presented with a loose connection during the examination. No further information was provided by the customer. There was no report of patient harm associated with this event.